Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It is reported that components were explanted due to adverse local tissue reaction. Blood serum- cobalt-9.3 chrome-2.7 joint aspirate.